Manufacturer narrative:
According to available information, this right ventricular lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a pocket revision procedure was performed due to suspected pocket erosion. No further patient symptoms were reported.

Event description:
Subsequent information was received. A revision procedure was performed. This device and right ventricular lead were removed due to infection.